Manufacturer narrative:
Analysis found that a complete lead was returned in one piece without the suture sleeve measuring 52.2cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was in the hospital having muscle stimulation and thus discomfort whenever atrial pacing occurred and it was confirmed via fluoroscopy that the atrial lead had dislodged all the way to the patient¿s subclavian vein. The physician attempted to lower the lead down with a stylet but it proved to be difficult. The lead was explanted and replaced. The patient was stable.